Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Brush head slip off the handle while brushing- oral b power care [device breakage]. Case narrative: consumer e-mail stated that during brushing the brush head slip off the handle. No injury was reported.